Event description:
It was reported that a patient underwent a cholecystectomy procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was used due to oozing from the gallbladder bed during the surgery. The patient developed fever and abdominal pain postoperatively, and CT and ultrasound 13 days post-op revealed that the device was not absorbed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: product: surgicel (code 1952) inquire: one patient received surgicel (code 1952) during laparoscopic cholecystectomy due to gallbladder bed oozing. After the surgery, the patient developed pyrexia, and both CT and ultrasound tests on pod 13 showed that surgicel was not absorbable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. Please inform the patient¿s current health status and condition. Please provide the lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.